Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 574mg/dl without symptoms. The patient was treated at the doctor¿s office with insulin via injection. Customer support (cs) completed troubleshooting and it was stated that the patient was going through hormonal changes of puberty and adjustments needed to be made by the healthcare professional. Troubleshooting also indicated that there was miscounting carbohydrates, failure to bolus, an issue with the quality of insulin, the basal/temp basal settings were incorrectly programmed, and an incorrect manual calculation of dosage was also noted. Cs also referred the patient to their healthcare professional for diabetes management. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.